Event description:
It was reported that the procedure was to treat a left anterior descending artery that is 90% stenosed. The lesion was pre-dilatated with a 1.5x12mm semi-compliant balloon and a 3.0x28mm xience prime stent was deployed at 14 atmospheres. Post dilatation was performed with aw 3.5x12mm unspecified balloon at 16 atmospheres. After post dilatation a distal edge dissection was noted and another 3.0x23mm xience prime stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.